Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent a revision surgery due to loosening/lysis after 4 years post-operative. Poly was loose (known), stem loose (identified intra-op). Previous glenoid baseplate left in place.